Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing. The lead sensitivity was reprogrammed, and the lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted (B)(6) 2008; 419388 lead, implanted (B)(6) 2002. (B)(4).